Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The mfg records were reviewed and no complaint related issues were found. The screw of the synframe connect rod was completely seized up and it was impossible to remove the screw for investigation. Therefore, we were not able to determine the cause of this occurrence. We can only assume that the thread was previously damaged after another procedure or that some residues caused the blockage. As a consequence of this malfunction, the tip of the screwdriver broke off by a mechanical overload as it was impossible to release the screw. This complaint is deemed to be indeterminate from a mfg standpoint.

Event description:
It was reported that after a successful procedure, the nurse discovered that the screw in the synframe connect rod was stuck. The large hexagonal screwdriver was then used to loosen the screw, which did not release, and the tip of the screwdriver broke. No harm was reported to the pt.